Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self-check failure- 1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including shock testing, resistance testing, off current testing, impedance testing, and functional self tests using test pads without duplicating the report. An internal inspection of the device observed biohazard materials inside smart pneumatic module (spm) tubing, flow manifold, both o2 and compressor flow screens, as well as the compressor. The spm board, flow manifold, o2/compressor flow screens and the compressor were all replaced to reduce probability of recurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.